Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a 36-year-old female patient who had essure (batch no. He011d7) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: healthy. Concurrent conditions included period pains. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal pain upper to be unrelated to essure. The reporter commented: adverse event stomach pain (primary cause for essure removal) was considered unrelated to essure by reporting physician. The essure was removed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Batch no he011d7, production date 2015-10-29, expiration date 2018-10-28. Sample received at quality unit yes. (B)(6) 2021 sample date provided. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a 36-year-old female patient who had essure (batch no. He011d7) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: healthy. Concurrent conditions included dysmenorrhea. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (lapaoscopic essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal pain upper to be unrelated to essure. The reporter commented: adverse event stomach pain (primary cause for essure removal) was considered unrelated to essure by reporting physician. The essure was removed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Amendment: the report was amended for the following reason: amendment of lot number. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a 36-year-old female patient who had essure (batch no. He011d7) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: healthy. Concurrent conditions included dysmenorrhea. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (lapaoscopic essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal pain upper to be unrelated to essure. The reporter commented: adverse event stomach pain (primary cause for essure removal) was considered unrelated to essure by reporting pysician. The essure was removed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Batch no he011d7, production date 2015-10-29, expiration date 2018-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure (batch no. He01107) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Healthy. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (lapaoscopic essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal pain upper to be unrelated to essure. The reporter commented: adverse event stomach pain (primary cause for essure removal) was considered unrelated to essure by reporting physician. The essure was removed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.